Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported burnt internal circuit board which was observed during evaluation. The processor board had burnt components. The reported condition was verified. The processor board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that had a burnt internal circuit board. The problem was found during maintenance at the biomedical service department. There was no patient involvement. No additional information is available.